Event description:
Knee pain has worsened/sharp pain across knee cap [arthralgia]. Swelling/left knee hasn't returned to normal [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2010 from a (B)(6) female patient, initials (B)(6), who experienced pain and swelling in her left knee after receiving synvisc-one. On (B)(6) 2010, an initial report was received from the patient. The patient reported that she had received a shot of synvisc-one on (B)(6) 2010. The patient reported that since the injection her knee had not returned to normal and she was experiencing pain and swelling. According to the patient, her hcp had tried two different drugs (names not specified) to help with her pain and swelling but nothing had helped. The patient stated that her swelling was going down but was yet to return to normal. Also, the pain the patient experienced in her knee had worsened since the injection. On (B)(6) 2010, additional information was received from the patient. The patient reported that she was prescribed voltaren and prednisone for sharp pains across her knee cap. The outcome in the patient at the time of this report was "not yet recovered." Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.